Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument had a loose cable because the screws were loose. The device was not used on the patient. The procedure was reportedly completed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged grip pin to be related to the customer reported complaint. The prograsp forceps instrument was found to have the grip pin dislodged at the distal end and no material was missing. The root cause of the dislodged instrument grip pin is attributed to the manufacturing. A review of the instrument log for the prograsp forceps (part number 471093-11/lot number k10210322-0005) associated with this event was performed. Per logs, the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 4 uses remaining after last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis confirmed the prograsp forceps instrument's grip pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.